Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age:53 & gender: male), the device inappropriately shut down. A subsequent assessment determined multiple self test failure messages for defib and pacer functions were recorded in the device history. The clinician replaced the device to continue to treat the patient. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attribute to battery lug assembly having loose hardware. The hardwares was retorqued to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.